Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a posterior spine fusion procedure. It was reported that the navigation system received an unregistered exam from the imaging system after taking a post-operative spin. It was noted that two successful spins were conducted earlier in the case. It was unknown if a nav tag was present, if all three boxes on the image acquisition screen remained green throughout the spin, or if the "navigation system" on the pendant was selected. There was no reported patient impact, and no delay.